Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws were damaged. This was an out of box failure. The metal wires of the jaws appeared to have detached from the plastic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Initial reporter update: telephone number is (B)(6). Internal complaint number: (B)(4). Autonumber: cs-cpl-2018-01050. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no blood detected. The silicone coating was observed to be intact with no cracks or peeling. The heater wire was observed to be flexed away from the hot jaw at the tip and center, yet remained attached at the base of the hot jaw. Based on the return condition of the device, the reported failure ¿material twisted/bent; wire¿ is confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws were damaged. This was an out of box failure. The metal wires of the jaws appeared to have detached from the plastic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.